Event description:
The event is reported as: complaint alleged: during removal of the catheter, the balloon was difficult to deflate. Once deflated, a wrinkle appeared in the middle part. This wrinkle represented a larger volume than usual and caused damage and bleeding to urethra. Additional information has been requested on status of the patient, but not received at time of this report.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.